Event description:
It was reported that the patient experienced an overstimulation sensation while the implantable neurostimulator (ins) appeared to be off and in a power on reset (por). It was further reported that the patient was having over stimulation from the waist down. A manufacturer representative reportedly met the patient in the emergency room and was able to stop the overstimulation by using the patient programmer and pressing the ¿therapy on¿ button. It was noted that it was possible that the ins was recovering from an overdischarge event, but that neither the manufacturer representative or their colleague had been involved in any physician recharge mode (prm) initiation. It was noted that the patient was ¿not extremely compliant.¿ it was noted by the patient that the event occurred while they were recharging and in por. The manufacturer representative was reportedly able to clear the overstimulation and therapy was left off. It was noted that the patient would be following up with their health care provider. It was later reported that the true cause of the power on reset (por) was not found or determined. The implantable neurostimulator (ins) was cleared of the por with the clinician programmer. It was further noted that the ins was updated with an aar card. It is unclear what this meant or what an aar card is. The ins reportedly seemed to be operating and charging normally. It was noted that no diagnostics were performed and that only the por was cleared to return the ins to a state in which it could be used by the patient. It was also reported that the only malfunction seen was that the battery was in por for an unknown reason and the patient was getting over stimulation when the ins was off. It was noted that no interventions were taken at the time of the report. It was also noted that the patient was ¿well and receiving effective therapy.¿

Manufacturer narrative:
Concomitant medical products: product ID 37743fa, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).